Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the screw thread was damaged, and the instrument was replaced. The system then passed the system checkout and was found to be fully functional. Missing manufacture date.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the surgeon was not able to tighten the clamp correctly. Another clamp had to be used. There was less than an hour of delay to surgery and no impact on patient outcome.

Manufacturer narrative:
Correction: patient weight was not available from the site.

Manufacturer narrative:
Manufacturer updated to proper value.